Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient experienced an external third-degree burn to the right middle finger. During the procedure, the erbe viodv generator was used, with settings of dry cut e2 35w and forced coag e2 35w for monopolar; and soft coag e3 35w for bipolar. The grounding pad was placed on the right thigh and was inspected prior to use with no damage or anything out of the ordinary observed. There were no intraoperative complications or observation of any arcing events. The procedure was completed robotically. Immediately after surgery, the nurse noticed this pitch black, necrotic mark on the patient's right middle finger. A plastic surgeon was consulted and diagnosed the mark to be a burn. Burn ointment was applied and no additional tissue needed to be excised; and according to the surgeon the burn has affected the patient's ability to write, causing pain and numbness to the finger. To resolve the burn, treatment is expected to take a month and debridement may be required.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any product that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image was performed and an injury to the pictured finger, near the fingertip, was confirmed. A clinical development engineer (cde) was unable to diagnose a root cause for the injury based on the complaint details and the image. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.